Manufacturer narrative:
.

Event description:
A report was received that the patient had discomfort at the ipg site. It was determined that the ipg was tilted. The patient underwent a revision procedure where the ipg was relocated. No device malfunction was suspected. The patient was reportedly doing well postoperatively.